Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014, and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015, and mesh was implanted. It was reported that the patient experienced abdominal pain and discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/25/2021. Additional information: a1, a2, b7, d1. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.